Manufacturer narrative:
It was at this time that the CT surgeon performed an emergent sternotomy and discovered a perforation on the very lateral to the atrial appendage. It was determined by the surgeon this injury was caused by the helix screw that broke away from the primary ra lead and not the visisheath. The screw was removed, perforation successfully repaired and the pt was stabilized. The pt was extubated on (B)(6) 2011 and is reportedly recovering well. There were no devices retained for return analysis from this procedure. Several unsuccessful attempts ((B)(6) 2011) were made to gather further device info.

Event description:
This was a cardiac lead removal case conducted in the hybrid room of the operating room to remove two, 9 year old leads (rv and ra) due to an acute pocket infection. Both arterial line placement and fluoroscopy were in use throughout the procedure. The md began prepping both leads with an lld-ez and began lasing the rv lead with a 12f sls ii, upsizing to a 14f sls ii/visisheath 43cm medium combination and successfully removed the lead. Heavy calcification was encountered near the svc/ra junction while lasing the ra lead (mdt 5076) which prevented the 14f sls ii from advancing. At this point ,the md proceeded forward with visisheath 43cm medium which went beyond the sls distal tip. The visisheath reached the lead tip, the md applied gentle countertraction for duration of 30 seconds and the lead "popped off" while the helix screw remained implanted in the atrial wall. Upon removal of the ra lead, the pt's arterial pressure slowly began to decline which was initially managed by medication. A stat echo was ordered and was positive for an effusion. The md performed a pericardiocentesis and monitored the size of the effusion for approx 20 mins until the pt's pressure began to again decline.